Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty connecting the driveline could not be confirmed as no product was received for evaluation. A specific cause for the reported event could not be conclusively determined. It was reported that the device alarmed for driveline power fault during implant. The modular cable and controller were exchanged in the operating room, which resolved the alarm. It was also reported that during pump preparation, the customer initiated several attempts to connect the modular cable and pump cable before ultimately securing the connection. It was reported that there was no adverse patient impact, and the alarms did not recur. Review of the available log files confirmed an active driveline power fault alarm that was associated with a damaged controller fuse; refer to the controller investigation regarding this finding. The system appeared to be operating as intended at the set speed, and there were no other notable findings. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This document states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. This document also describes alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 4 ¿heartmate touch communication system¿ outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation following a driveline power fault alarm that occurred during implant. The modular cable and system controller were exchanged in the operating room (or), and the original modular cable and controller would be returned for further evaluation. The log files captured various alarms associated with the new implant as well as the reported driveline power faults. The driveline faults were associated with a controller open fuse b fault. Controller fuses will open during over current protection events. During pump preparation, the customer initiated several attempts to connect the modular cable and pump cable before ultimately securing the connection. The modular cable and controller exchange resolved the alarm which did not recur. There was no adverse impact to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.